Manufacturer narrative:
(B)(4). Batch # t5dj0x. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a sr75 reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. In addition, another sr75 reload (b) was received with the knife exposed and fully fired. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the knife was observed in the reload and the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, it was found that the knife was remained at the distal end part of the cartridge when the anvil jaw and the cartridge jaw were separated after the 1st firing. Before separating, the firing knob was returned to home position. The deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.